Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is currently implanted.

Event description:
It was reported that the surgeon would like to revise the tibial component together with a distal part of the femoral component, leaving the femoral stem in situ.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event and there is no indication of a device non conformity. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Expiration date: corrected from 01/22/2011 to 01/31/2011.

Event description:
It was reported that the surgeon would like to revise the tibial component together with a distal part of the femoral component, leaving the femoral stem in situ.